Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an unspecified infusion at 40.5 ml/ hr. In 110 ml was initiated between 1400 to 1445. The user noticed the IV was emptied with in 30 min.